Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the system error 341 which was confirmed through a review of the event history log but not reproduced. The device was tested and no cause could be determined.

Event description:
It was reported that a spectrum pump displayed system error 341 during therapy in the med surgical care area (medication, programmed amount and delivery rate unk). Any pt injury or med intervention is unk.